Event description:
Implant was explanted due to a loss of osteointegration. The dr indicated that bone loss, small implant size and excessive manipulations of the prosthesis due to a poorly fitting connecting bar were contributing factors. It was noted that the pt may be a possible heavy user of alcohol.